Event description:
The patient reportedly hit his head while playing. He removed his external equipment and refused to wear it. There are no signs of swelling or skin discoloration. The child displayed discomfort during troubleshooting. Surgery to explant the patient's device will be pending at least two months, due to the pregnancy of the patient's mother. The patient's ipsilateral ear device is functioning.